Event description:
On (B)(6) 2011, cardiacassist was notified by the attending physician of a patient death due to blood loss at the arterial cannula insertion site approximately 5 days after support had been initiated. Although the transseptal cannula and arterial cannula were sutured in place, bleeding at the insertion sites was noted. While the dressing at the arterial cannula insertion site was being changed on the morning of (B)(6) 2011, the arterial cannula became dislodged, resulting in patient exsanguination. The arterial cannula is not manufactured nor supplied by cardiacassist.

Manufacturer narrative:
The tandemheart system components were not returned for evaluation. Per the information provided by the hospital, no malfunction of any of the components of the tandemheart system was observed. The blood loss due to the dislodgement of the arterial cannula was determined to be the root cause of the incident.